Event description:
As per the report from the distributor / user facility - "on (B)(6) 2026, during a rashkind surgical procedure, a 9.5 balloon catheter was initially used without complications. Subsequently, when the 13.5 balloon catheter was used during the maneuver to open the septal defect, the patient developed cardiac tamponade associated with significant bleeding. In response to the situation, an emergency pericardial puncture was performed and resuscitation maneuvers were initiated, lasting approximately 1 hour and 6 minutes. Subsequently, the patient underwent a thoracotomy, during which an atrial tear was identified and promptly repaired."

Manufacturer narrative:
The complaint catheter was not returned for analysis at the time of this report. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A comparative catheter was pulled and reviewed for specifications. This catheter was the same specifications as the complaint catheter, but was a different lot number. The tip was measured and fell within the specifications. The tip was also examined under 10x magnification and no issues or sharp edges were noted. The distal end of the tip was completely rounded. The catheter was passed through a 6f introducer, immersed in a body temperature water bath and inflated to its rated volume. The balloon diameter was measured and fell within specifications. The catheter was then deflated and pulled back through the introducer. The catheter performed within specifications. The instructions for use has a warning regarding advancing of the device against resistance. "Do not advance the guidewire, septostomy catheter, or any other component if resistance is met, without first determining the cause and taking remedial action." There is also a precaution that states - "under no circumstances should any portion of the catheter system be advanced against resistance. The cause of the resistance should be identified with fluoroscopy/MRI and action taken to remedy the problem." The physician noted that the z-6 has a protruding tip, which may have caused the damage to the patient's atrium. The z-6 is designed with a tip, so it is likely that the physician advanced the device too far. The previous device used with no issue was the 9.5mm z-5 device, which does not have a tip as part of its design.